Manufacturer narrative:
Concomitant products: dtmb1d1 crt-d implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient was paced with a new pacemaker for a few days and a new crt-d system was then implanted. No further patient complications have been reported as a result of this event.